Event description:
The manufacturer received information alleging a ventilator has no ac power. The device was not in patient use. The device's power supply and sensor board were replaced to address the issue.